Event description:
Patient had radical retropubic prostatectomy 3/92. Returned 3/94 for insertion of incontinence device post-operatively, unable to inflate device pt. Returned 6/27/94 for replacement of pump and connectors. Device to manufacturer for testing.